Manufacturer narrative:
This report is for 1 unknown locking screw/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hardware was removed due to complaints of patient pain. After the hardware was removed, it was noted that one of the four locking screws was broken. All hardware was removed and nothing was left in the patient. It was also noted that there was complete healing of the previous injury and the patient status was reported as fine. This report is for one unknown locking screw. This is report 1 of 1 for (B)(4).